Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to have originated from the insulation. The dissection of liver was being performed when the issue was first observed. The other instruments in use when the event occurred were a maryland bipolar forceps and a prograsp forceps instrument. The erbe vio dv was being used. The settings on the generator were cut: ___4__, coag: _____4_. The instrument was in use for 1 hour and the instrument tip was in contact with the tissue when the arcing event occurred. There were no injuries to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The surgeon believes that the issue occurred due to insulation problem on the maryland. The instrument was inspected prior to use. There was no damage noticed out of the ordinary. The instrument was connected properly. The instrument tips did not collide or touch any staples, clips or sutures while being energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.